Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were sent for review on a patient with driveline (dl) communication fault alarms. The log file confirmed dl comm a fault alarms on (B)(6) 2026. The site was to clear the alarm and see if it returned. If it did return, it was recommended to exchange the system controller and modular cable. On (B)(6) 2026, more log files were sent for review after a reported modular cable exchange. The event log file had about 6 minutes of data and it showed the dl comm faults have not returned. In addition, log files showed that the patient was on a new system controller. Additional log files were submitted on (B)(6) 2026, and no unusual events were seen in the log file event history. The remainder of the periodic log file and current event log file showed that the issue had resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was not returned for evaluation following the reported event of a driveline communication fault alarm. The reported event and log files have been addressed under the modular cable. The returned modular cable was further tested, found to have wire fatigue, and is the root cause of the alarm. The reported event was not correlated to an issue with the system controller. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) and heartmate 3 patient handbook (rev. A) section 7 of the IFU ¿alarms and troubleshooting¿ and section 5 of the patient handbook ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Section 8 of the IFU ¿equipment storage and care¿ and section 6 of the patient handbook ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Section 10 of the IFU ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Section 2 of the IFU ¿system operations¿ and section 2 of the patient handbook ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.